Event description:
It was reported that a patient underwent an open abdominal incisional hernia repair procedure on (B)(6) 2015 and suture was used to fixate mesh. The patient underwent another procedure on (B)(6) 2015 since the abdominal incisional hernia had relapsed. During this second procedure, it was found that suture had dissolved and did not fixate the mesh. A different suture was used fixate the mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional mfg: (B)(4).